Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the stimulation was turning on and she felt it when the programmer showed it was off. The impedances checked out in range. The physician wanted to monitor and have the patient report and repeat events. No surgical intervention was planned. The issue was not resolved. Indications for use include spinal pain.

Event description:
Additional information received from the manufacturer representative reported that patient was recently seen for reprogramming and the patient reported the issue was no longer taking place. The manufacturer representative also reported that all impedances were within range as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.